Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = the complaint states: ¿it was reported that the cement (p/n: 3172080) was lumped up immediately when it was mixed during the bhp surgery on (B)(6) 2019, so it was halted to use. The surgery was completed within a 30 minutes surgical delay by using alternative cement. There was no adverse consequence to the patient. No further information is available.¿ device history lot = device history reviewed 19 nov 19 0 non-conformances on this lot number (9167580) final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 april 2021. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement (p/n: 3172080) was lumped up immediately when it was mixed during the bhp surgery on (B)(6) 2019, so it was halted to use. The surgery was completed within a 30 minutes surgical delay by using alternative cement. There was no adverse consequence to the patient. No further information is available.